Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no tones upon applying a magnet, and the device had no telemetry with a programmer. High power visual examination noted a crack on the exterior of the device case. The crack was on the setscrew side of the device where the header material meets the case. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry may have caused sensing issues.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services reviewed the device downloaded data and recommended replacement. The pulse generator was successfully explanted and replaced. There were no additional adverse patient effects.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services reviewed the device downloaded data and recommended replacement. The pulse generator was successfully explanted and replaced. There were no additional adverse patient effects.